Event description:
The account reported a hemoglobin (hgb) of 7.4 g/dl and a hematocrit (hct) of 21.8% from the cell-dyn 3500. Based on these results the pt was transfused with 2 units of packed cells. Two days later when the pt was tested again the hgb was 13.1 g/dl and the hct was 39.7%. The physician questioned the results. The account repeated the sample and the hgb was 14.7 g/dl and the hct was 47%. The issue had been discussed with the operator who ran the sample. The operator could not clearly recall what had happened that day. It was inconclusive whether there may have been a sample tube mix-up.